Event description:
Additional information was received and it was reported that the cause of the motor stalls was unknown; the patient had no MRI exposures. The dye study/x-ray showed a patent catheter. Interrogation of the logs showed multiple stalls and spontaneous recoveries, some stalls lasted longer than 48 hours so stopped pump period may exceed tube set messages were also noted in the logs between some of the stall and recovery messages. The new pump was working well with new ptm (personal therapy manager).

Event description:
It was reported that a motor stall occurred and was confirmed in the attention dialogue box. It was noted the health care provider (hcp) was unable to get to the logs and after beginning troubleshooting with the hcp, the hcp indicated they were familiar with pumps and were unable to navigate after the pump interrogation. The patient was then sent to the emergency room (ER). The ER; however, said there was nothing that could be done and sent the patient home. It was then noted the hcp wanted to know how to manage the patient if there were no hcp¿s willing to do refills in the area. No hcp¿s were doing refills anymore according to the reporter. The hcp had notified a device manufacturer representative that the patient¿s pump had a motor stall and the device manufacturer representative indicated the patient should seek medical attention. The hcp then contacted an hcp at a hospital who agreed to ¿do it on standby¿ which was referring to replacing the pump. At that time was when the hcp reportedly sent the patient to the ER who then sent the patient home. The device system was used to deliver morphine. It was further reported the patient experienced withdrawal on the initial report date and the pump was to be replaced. It was later reported that it was unknown to the device manufacturer representative if the stall recovered and actions required as a result of the event consisted of device explant and replacement. Patient symptoms had included underdose symptoms specifically pain. There was no known cause for the motor stall. Diagnostic testing and troubleshooting had included a dye study and x-rays. The new pump was implanted and everything was then working ¿ok¿. The patient¿s status at the time of the report was listed as ¿alive ¿ no injury¿. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. (B)(4).